Manufacturer narrative:
B5 (describe event or problem) was updated/corrected. D4 (suspect medical device, serial #) was updated.

Event description:
A few days into an ivtm therapy, during the maintaining normothermia phase of the treatment, the thermogard xp ivtm system sn (B)(6) generated an "air trap" alarm. The treatment was stopped. The nurse opened the lid of the thermogard console to investigate the problem. The nurse discovered saline was leaking from the top cap of the air trap chamber of the start-up kit (suk). The suk was replaced, and treatment continued with another thermogard console. There was no harm to the patient.

Event description:
A few days into an ivtm therapy, during the maintaining normothermia phase of the treatment, the thermogard system (sn unknown) generated an "air trap" alarm. The treatment was stopped. The nurse opened the lid of the thermogard console to investigate the problem. The nurse discovered saline was leaking from the top cap of the air trap chamber of the start-up kit (suk). The suk was replaced, and treatment continued with another thermogard console. There was no harm to the patient.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.